Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) would not advance. Customer felt like it was stripped as they turned the blue knob. Additional information received indicated that the plunger rod made noise and didn't turn correctly. There was no patient contact and the event was observed during handling but prior to insertion. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jan 10, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received stuck in the cartridge of the simplicity handpiece. The plunger rod was observed partially advanced, and no assembly issues were observed before and after disassembling the handpiece for inspection. The lens was removed and observed with lens damage and detached haptics. Trace amounts of viscoelastic residue was observed in the cartridge which suggests an inadequate amount of ovd was used during loading and insertion which may contribute to deployment issues (including the defects listed in this evaluation). Dc-lens damaged was confirmed (other complaint codes not confirmed); however, this cannot be confirmed to be related to manufacturing (refer to previous statement regarding inadequate ovd usage) and therefore no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.